Event description:
The disposable portion of the cautery unit created a fire in the sharps container which had to be put out. The users have been trained to dispose of the device properly but it does seem that this might be a flaw in the design of unit which would allow it to happen in the first place.